Event description:
It was reported by the rep the devices were used during a laparoscopic nissen fundoplication. It was reported the surgeon had closed the wrap and crus and the last 3 of 7 firings left a "pledget" which was the bridge on the bottom of the sw112 was left on the suture in the wrap. Also, the trocar leaked due to a torn gasket.